Event description:
It was reported that customer's received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, customer observed "hard spots" at the infusion set cannula site.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.